Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument was found to be broken where gray shaft meets the wrist. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there were no reported issues removing the instrument through the cannula and no additional port incision was required. No missing fragments were identified on the portion of the instrument that entered the patient, and no fragments fell into the patient¿s anatomy. No photographic images or video recordings were available for review. The instrument had already been returned to intuitive for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. The proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.